Event description:
It was reported to philips that the device is failing defibrillation / shock testing. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) evaluated thee device and confirmed the defibrillation test failure. The device needs a high voltage capacitor and a therapy pca. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the therapy pca and a high voltage capacitor require replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time. The device meets the specification for the performed service and is returned to use.